Event description:
Updated: it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 508 mg/dl with ketones; however, specific value was not provided. Reportedly, the customer's parent assisted address the elevated bg by delivering a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.